Event description:
In accordance with 21 cfr 803.22, we are notifying you that on march 8, 2010, a customer which is a physician's office, contacted (B) (4) and reported that they had recently experienced multiple same-time comparison between two blood glucose monitors which were approximately 100 mg/dl apart. The customer stated that the office's advantage meter was reading in the 200 mg/dl range while their contour meter would read in the 101-108 mg/dl range. A change of reagent strips resulted in acceptable comparisons though specific values were not provided. No additional information was provided regarding this incident. The contour monitor mentioned in this event is not manufactured or imported by our firm. (B) (6)